Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during inventory review it was noticed that there is moisture in packaging". No patient involvement reported.

Event description:
It was reported that "during inventory review it was noticed that there is moisture in packaging". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). Additional information: quantity of 7 devices found upon inventory review by the customer. 7 samples were returned for evaluation. A visual exam was performed and it was observed that the samples contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A CAPA was opened to further address this issue.